Manufacturer narrative:
On 8-3-2023, the following information was reported: reportedly, the issue was resolved and the customer continued using the pump. On 8-3-2023, the following information was reported: reportedly, the issue was resolved and the customer continued using the pump.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 110 mg/dl.